Manufacturer narrative:
Based on the information provided, the collision of the forceps bipolar instrument with the vaginal dilator possibly caused the instrument to be inoperable and unable to be removed from the cannula. This constitutes use error. Isi has not received the fbf instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. The following general warning and caution is noted within the "instruments and accessories manual for da vinci xi and da vinci x systems": "caution: use instruments with care. Avoid contact between instruments intraoperatively and do not use one instrument to apply force to another instrument inside the patient." A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. An image sent by the customer was reviewed by the isi clinical development engineering (cde) team. The image of the forceps bipolar instrument appeared to show the instrument outside the patient with the cannula. The forceps bipolar instrument has grips that are displaced at the proximal end. The video sent by the customer was reviewed by the isi medical safety officer. The surgeon was attempting to grab the anterior edge of the vaginal cuff. However, the surgeon misplaced the tip of the force bipolar inside of the hollow dilator which was not retracted. The surgeon then attempted to correct the position of the force bipolar simply by lifting upward (anteriorly). The tip of the force bipolar made contact with the hollow edge of the dilator. The surgeon continued with the maneuver until the proximal grip displaced. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the forceps bipolar instrument collided with the vaginal dilator and became inoperable. The proximal end of the instrument was displaced and could not be removed through the cannula as it was stuck. The surgeon enlarged the incision at the peritoneum and skin to remove the instrument. The peritoneum was repaired. There were no fragments from the instrument that fell into the patient and the procedure was completed safely. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant procedure, the force bipolar instrument collided with a vaginal dilator as the surgeon was checking the dissection surface for the vaginal dissection suture. It was explained that normally, the dilator is retracted back to a position where it does not collide with other instruments. However, this time, the tip of the force bipolar came into contact with the edge of the hollow dilator. As a result, the force bipolar instrument was damaged. The initial removal attempt of the damaged instrument was unsuccessful because the damaged portion of the instrument was not able to be fit within the cannula. The surgeon made an incision in the peritoneum and enlarged the abdominal wall incision to remove the forceps bipolar instrument and cannula together. The peritoneum was repaired after the instrument was removed. A backup da vinci instrument was used to continue the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6,h2, h3, h6, and h10 on (B)(6) 2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the instrument: isi has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument¿s grip tips were not moving intuitively (i.e., they were not following the master tool manipulator (mtm) input commands smoothly). Upon further inspection, the instrument was found to have a severely bent grip. As a result, the instrument grips did not open as expected. The root cause of this failure is attributed to mishandling/misuse such as excess force applied to the instrument jaws. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.029¿ - 0.140¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.